Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The lack of sdi signal was caused by failure of the dp board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to the service center. It was determined that a printed circuit board failure resulted in the loss of sdi signal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported during a device demonstration, the visera elite ii video system's sdi signal was not working in conjunction with the monitor. There was no patient involvement during this event.